Event description:
A medtronic representative reported that during an electrode and probe placement procedure, the navigation system software unexpectedly exited. The surgeon reopened the software application and was able to complete the procedure with the use of the navigation system without any additional issues. There was no impact on patient outcome

Manufacturer narrative:
On (B)(4) 2015, a medtronic representative, followed up with the site and reported additional details. The medtronic representative reported that the software application was open with the patient selected in the navigation system software application. The patient was then scanned and the images were sent to the navigation system. The navigation system showed scans transferring with the slice counts climbing. When all the slices were done transferring, the system brought the software back to select patient screen. When the patient was re-selected the system up unexpectedly exited and re-booted returning to the main software page. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
It doesn't matter what screen the system is in but if a folder already exists for a patient and a bodytom scan is sent over to the system, the system accepts the exam with no issues but once the patient folder is clicked to open, framelink abruptly exits and system reboots. All the data is stored and nothing is affected other than having to wait for sw to reboot and then restart framelink. Issue would only occur when opening the patient folder. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.